Manufacturer narrative:
The insulin pump was received with moisture damage at the electronic assembly, minor scratches on the display window and a cracked case at a display window corner.

Event description:
It was reported that the customer had a moisture damage on the insulin pump. The customer's blood glucose level was 160 mg/dl. The customer reported that there is fluid under the lcd display and crack on right corner of the screen. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The patient was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.